Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found worn syringe seals and replaced them. The gear pump and probe alignments were checked and rinse water levels were adjusted.

Event description:
The initial reporter complained of discrepant results for one (1) patient sample tested for albumin gen.2 (alb2), direct bilirubin and total protein gen. 2(tp2) on a cobas 6000 c (501) module. The initial alb2 result from the c501 module was <2.0 g/dl. The repeat from the same c501 module was <0.2 g/dl. The repeat from an external laboratory using an unknown method was 4.4 g/dl. The initial direct bilirubin result from the c501 module was 0.2 mg/dl. The repeat from the same c501 module was <0.2 mg/dl. The repeat from an external laboratory using an unknown method was 1.5 mg/dl. The initial tp2 result from the c501 module was 0.2 g/dl. The repeat from the same c501 module was <0.2 g/dl. The repeat from an external laboratory using an unknown method was 7.3 g/dl. The results from the c501 module were reported outside of the laboratory. The customer didn¿t think any of the results were correct. The alb2 reagent lot number was 49292401 with an expiration date of 31-oct-2021. No other reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
Calibration and qc were acceptable. Following the service visit, the customer had no further issues. The investigation determined the service actions resolved the issue.